Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that there was fever, pulmonary embolism, and thrombocytopenia during impella 5.5 patient support. While on support, it was noted that the patient remained febrile on multiple antibiotics. A head computed tomography was negative and showed multiple pulmonary emboli. The patient had low platelets with system heparin off. The patient was getting platelet infusions. Care was withdrawn and the patient expired.

Manufacturer narrative:
The cause of the thrombocytopenia, fever, and pulmonary embolism was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.